Event description:
Pt had difficulty walking 3-4 weeks after surgery. Left knee flexion contractor 35 degrees. Pt revised in 1/2006. Surgeon noticed that the tibial insert on the lateral side had a layer mark/wear mark.